Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was difficult to operate. Report 1 of 2. The following was received from the initial reporter: I'm not sure if you have already had a report on this. I wanted to report that the bd nano needles in the box I have (lot # 2284611 exp: 2027-10-31) are dull. They do not penetrate the skin easily. When I try to take my insulin the needle makes an indentation in my skin and I have to press harder to insert it. This can be painful and sometimes I get bruised. I have tried several needles from this box with the same results.